Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient fainted due to ventricular tachycardia (vt) and was hospitalized. Upon interrogation, lead noise and automatic mode switching (ams) episodes were observed on the atrial lead. Noise was reproduced in clinic testing. Lead damage was also suspected. It was stated that noise was not related to the patient's hospitalization. There were no symptoms on the patient due to the noise. The patient was scheduled to address the suspected lead damage issue. No intervention has been done as the lead remains implanted. The patient was stable and will continue to be monitored.